Event description:
It was reported that during a surgical procedure, the handpiece experienced a homing problem. The tech tried to calibrated twice but it was not possible. The surgeon decided to use manual instruments to process the case. No patient injuries reported beyond this event. The results of investigation indicate that there is an internal problem in the handpiece motor.

Manufacturer narrative:
H10 h3, h6: the device was used during treatment and was returned for a prior investigation. The initial functional inspection of the returned device found that the device required excessive force to complete the homing function. The device history record was reviewed finding that the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues. The surgical technique guide released at the time of the complaint provides troubleshooting information for homing failure. This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has been established. The handpiece likely had internal motor issues which caused the reported event. However, the motor is an off-the-shelf device manufactured by a supplier. Therefore, the root cause of the reported event was due to raw material/supplier fault.